Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no failure was observed and the parts were replaced preventively. The system then passed the system checkout and was found to be fully functional. B01, c19, d14 applicable codes. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, sn/lot# unk, product ID: 9735787, sn/lot# unk, product ID: 9735771, sn/lot# unk, product ID: 9735788, sn/lot# unk, product ID: 9735774, sn/lot# unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery 9735773 48v s8 svc (2037) was returned for analysis. Analysis found that the battery functioned as expected. No functional problem was found. Evaluation codes that apply to this testing: b01, c19, d14 the ups 9735787 main cart s8 svc (s20380026) was returned for analysis. Analysis found that the ups functioned as expected. No functional problem was found. Evaluation codes that apply to this testing: b01, c19, d14 the battery 9735771 24v s8 svc (2012) was returned for analysis. Analysis found that the battery functioned as expected. No functional problem was found. Evaluation codes that apply to this testing: b01, c19, d14 the ups 9735788 camera cart s8 svc (s20180011) was returned for analysis. Analysis found that the ups functioned as expected. No fun ctional problem was found. Evaluation codes that apply to this testing: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a hardware analysis of 9735774: lot 10782100 was initiated to determine the probable cause of the issue. Analysis found the cable and connections were functional but the internal piece of the connector came out when unplugging a mouse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, the main cart was restarted automatically while in use, and then the transmission with the camera cart was lost. It was recovered by turning the power off and on. It was also reported that the universal serial bus (usb) port was damaged. The procedure was completed with continuous use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.